Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intra-operatively, the physician attempted to implant the right atrial (ra) lead; however, parameters were not ideal. Several locations were attempted with the same result and on the last attempt the helix would not extend. It appeared on fluoroscopy that the torque wasn't translating down to the helix. The lead was removed from the pocket, and the helix issue persisted. The physician elected to use a different lead; however, when the new ra lead was connected to the implantable cardioverter defibrillator (ICD) connector port, there were observed undefined high impedance measurements. The lead was then connected to the analyzer and showed impedance measurements within range. A different ICD was then used for implant, and all lead measurements were within normal range. The second ra lead and ICD attempted remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that intra-operatively, the physician attempted to implant the right atrial (ra) lead; however, parameters were not ideal. Several locations were attempted with the same result and on the last attempt the helix would not extend. It appeared on fluoroscopy that the torque wasn't translating down to the helix. The lead was removed from the pocket, and the helix issue persisted. The physician elected to use a different lead; however, when the new ra lead was connected to the cardiac resynchronization therapy defibrillator (crt-d) connector port, there were observed undefined high impedance measurements. The lead was then connected to the analyzer and showed impedance measurements within range. A different crt-d was then used for implant, and all lead measurements were within normal range. The second ra lead and crt-d attempted remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.